Event description:
A report was received that the patient was having difficulty charging and connecting with the ipg. An x-ray was taken and had confirmed that the ipg had flipped. It was believed that the explanted ipg appeared to be defective. The patient underwent a procedure wherein the ipg was replaced.

Manufacturer narrative:
Sc- 1132 (sn (B)(4)) the complaint was confirmed. The device would not be charged due to the defective battery management circuit inside (B)(4).

Event description:
A report was received that the patient was having difficulty charging and connecting with the ipg. An x-ray was taken and had confirmed that the ipg had flipped. It was believed that the explanted ipg appeared to be defective. The patient underwent a procedure wherein the ipg was replaced.